Event description:
It was found the hand piece no longer meets specifications for phase margin and impedance. The device was used during an unknown procedure. Another hand piece completed case. No patient consequence.